Event description:
It was reported that the customer had cracks on the front screen on the insulin pump. Customer's blood glucose level was 101 mg/dl. Customer stated that the cracks were on the screen. Customer dropped it but does not known how the damage occurred. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window through reservoir tube, cracked on battery tube threads, and missing end cap sticker. No cracked screen noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.